Manufacturer narrative:
The device will be replaced in the near future and returned for analysis. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator that was implanted in (B)(6), 2007, reached elective replacement indicator. Premature battery depletion was suspected. The device will be replaced in the near future. The explanted device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.